Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint reviewed and analysis showed no trend for (B)(4), lot no: 0705090129. Device history record reviewed. (B)(4) - evidence that product in specification when used, undetermined.

Manufacturer narrative:
(B)(4). Wright medical technology, inc., is reporting on behalf of the manufacturer, (B)(4). The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. A medwatch 3500 was obtained from the user facility and attached. (B)(4).

Event description:
Allegedly revised due to femoral loosening.